Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the report of a driveline power fault alarm; however, a specific cause for the alarm could not be conclusively determined through this evaluation. The submitted controller event log file extracted from the patient¿s original system controller, (B)(6), captured a driveline power fault alarm activate at 22:40:22 on (B)(6) 2025. The driveline power fault alarm did not resolve within the log file and was associated with power a broken faults. Pump operation was not affected. The modular cable, lot number 8157295, was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and heartmate 3 patient handbook, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms as well as how to respond to each alarm condition. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that exchanging the equipment fully resolved the driveline faults.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient presented to the emergency department due to driveline power faults with a yellow wrench alarm. Log files were submitted to the manufacturer. The driveline power fault was confirmed as well as an expired backup battery (ebb). It was noted the patient had an appointment to exchange the ebb the next day. The modular cable (8157295) as well as the patients primary controller (B)(6) were exchanged. The patient's backup controller became their primary (B)(6). They also received a new modular cable (10674131).